Event description:
Report received from the USA stating that during sterilization, it was discovered that the motor device had "exposed cord wires in approx the center section the hose/cord". The motor device was not used in surgery. No injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. The motor device was tested and the reported condition was duplicated. Evidence indicates this is due to usage wear over time. The reported condition was confirmed. If additional info is received, a supplemental report will be sent. Ref: (B)(4).